Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The customer reported issue was confirmed, however a definite cause could not be determined. The batch review did not indicate any abnormalities. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a clearlink system secondary medication set in which "a hole" was detected. It is unknown when the condition occurred or if there was any patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.